Manufacturer narrative:
As reported, no tamper was exposed after sealant was deployed and sheath and shuttle were married at the top of a 5f mynxgrip vascular closure device (vcd). Hemostasis was achieved by manual compression. There was no reported patient injury. The device was opened in a sterile field. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped according to the IFU. The device storage temperature did not exceed 25 °c. The mynx was used in a diagnostic coronary procedure. A retrograde approach was made. A 5f unknown sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There were no kinks in the sheath or device after removal. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was retracted to the shuttle handle. The sealant was protruding from the slit on the shuttle cartridge tubing. The sealant was exposed to blood and stuck to the shuttle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, the grip tip of the sealant was removed, and shuttle movement was checked and no resistance was felt. The shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2022702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant becoming exposed to blood prematurely, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2022702 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, no tamper was exposed after sealant was deployed and sheath and shuttle were married at the top of a 5f mynxgrip vascular closure device (vcd). Hemostasis was achieved by manual compression. There was no reported patient injury. The device was opened in a sterile field. The device was stored and handled as per the instruction for use (IFU). There were no damages noted to the packaging of the device prior to use. The device was prepped according to the IFU. The device storage temperature did not exceed 25 °c. The mynx was used in a diagnostic coronary procedure. A retrograde approach was made. A 5f unknown sheath was used. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There were no kinks in the sheath or device after removal. The device will be returned for evaluation.